Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and suicidal ideation ("suicidal thoughts") in a (B)(6) female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, vaginal bleeding and menorrhagia. Concomitant products included atomoxetine, colecalciferol (vitamin d3), escitalopram, eszopiclone and rizatriptan. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), insomnia ("insomnia/falling asleep while driving,") and headache ("headaches"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), constipation ("constipation"), abdominal distension ("bloating") and flatulence ("gas"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), fatigue ("fatigue"), dizziness ("dizziness, light headed shakiness"), depression ("depression"), anxiety ("anxiety") and ovulation pain ("painful ovulation"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), palpitations ("heart palpitations"), bladder disorder ("bladder problems"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), food allergy ("sensitivity to certain foods"), night sweats ("night sweats"), mood swings ("mood swings"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy), surgery (ablation/dilatation and curettage) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and anaemia had resolved and the menorrhagia, genital haemorrhage, suicidal ideation, vaginal haemorrhage, urinary tract disorder, female sexual dysfunction, palpitations, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, abdominal distension, flatulence, food allergy, alopecia, night sweats, insomnia, mood swings, migraine, headache, nausea, dizziness, depression, anxiety, ovulation pain and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, anxiety, bladder disorder, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, food allergy, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, night sweats, ovulation pain, palpitations, suicidal ideation, urinary tract disorder, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: satisfactory, tubes - occluded . Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs and mr received. Reporter information updated. Her demographic details were updated. Historical condition was added. Lab data was updated. Essure indication, insertion and removal date and lot number was added. Concomitant medication was added. Event: severe injuries was updated to specific events: abdominal pain, abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (general), abnormal bleeding (general), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: unspecified, heart palpitations, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, constipation, bloating, gas, sensitivity to certain foods. Hair loss, night sweats, hair loss, insomnia/falling asleep while driving, mood swings. Migraines / headaches, nausea, dizziness/ light headed shakiness, pain: abdominal pain, dyspareunia (painful sexual intercourse), depression, anxiety, suicidal thoughts, painful ovulation, vitamin d deficiency, and anemia. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and suicidal ideation ("suicidal thoughts") in a 35-year-old female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, vaginal bleeding and menorrhagia. Concomitant products included atomoxetine, cholecalciferol (vitamin d3), escitalopram, eszopiclone and rizatriptan. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), insomnia ("insomnia/falling asleep while driving,") and headache ("headaches"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), constipation ("constipation"), abdominal distension ("bloating") and flatulence ("gas"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), fatigue ("fatigue"), dizziness ("dizziness, light headed shakiness"), depression ("depression"), anxiety ("anxiety") and ovulation pain ("painful ovulation"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), palpitations ("heart palpitations"), bladder disorder ("bladder problems"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), food allergy ("sensitivity to certain foods"), night sweats ("night sweats"), mood swings ("mood swings"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy), surgery (ablation/dilatation and curettage) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and anaemia had resolved, the menorrhagia, genital haemorrhage, suicidal ideation, vaginal haemorrhage, urinary tract disorder, female sexual dysfunction, palpitations, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, abdominal distension, flatulence, food allergy, alopecia, night sweats, insomnia, mood swings, migraine, headache, nausea, dizziness, depression, ovulation pain and vitamin d deficiency outcome was unknown and the anxiety was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, anxiety, bladder disorder, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, food allergy, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, night sweats, ovulation pain, palpitations, suicidal ideation, urinary tract disorder, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: satisfactory, tubes - occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Outcome of anxiety, abdominal pain and anemia was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and suicidal ideation ("suicidal thoughts") in a 35-year-old female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, vaginal bleeding and menorrhagia. Concomitant products included atomoxetine, cholecalciferol (vitamin d3), escitalopram, eszopiclone and rizatriptan. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), insomnia ("insomnia/falling asleep while driving,") and headache ("headaches"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), constipation ("constipation"), abdominal distension ("bloating") and flatulence ("gas"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), fatigue ("fatigue"), dizziness ("dizziness, light headed shakiness"), depression ("depression"), anxiety ("anxiety") and ovulation pain ("painful ovulation"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), palpitations ("heart palpitations"), bladder disorder ("bladder problems"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), food allergy ("sensitivity to certain foods"), night sweats ("night sweats"), mood swings ("mood swings"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy), surgery (ablation/dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and anaemia had resolved and the menorrhagia, genital haemorrhage, suicidal ideation, vaginal haemorrhage, urinary tract disorder, female sexual dysfunction, palpitations, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, abdominal distension, flatulence, food allergy, alopecia, night sweats, insomnia, mood swings, migraine, headache, nausea, dizziness, depression, anxiety, ovulation pain and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, anxiety, bladder disorder, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, food allergy, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, night sweats, ovulation pain, palpitations, suicidal ideation, urinary tract disorder, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: satisfactory, tubes - occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general) / dysfunctional bleeding") and suicidal ideation ("suicidal thoughts") in a 35-year-old female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, vaginal bleeding and menorrhagia. Concurrent conditions included breast lump. Concomitant products included atomoxetine, bupivacaine, cholecalciferol (vitamin d3), escitalopram, eszopiclone, ketorolac, lidocaine and rizatriptan. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), insomnia ("insomnia/falling asleep while driving,") and headache ("headaches"). In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), abdominal distension ("bloating"), flatulence ("gas"), food allergy ("sensitivity to certain foods") and nausea ("nausea"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), palpitations ("heart palpitations"), fatigue ("fatigue"), dizziness ("dizziness, light headed shakiness"), depression ("depression"), anxiety ("anxiety") and ovulation pain ("painful ovulation"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency") and nocturia ("nocturia"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and night sweats ("night sweats"). The patient was treated with surgery (ablation/dilatation and curettage and full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, palpitations, bladder disorder, anaemia, alopecia, migraine, dizziness, depression, anxiety and nocturia had resolved, the menorrhagia, genital haemorrhage, suicidal ideation, vaginal haemorrhage, urinary tract disorder, female sexual dysfunction, dysmenorrhoea, dyspareunia, constipation, abdominal distension, flatulence, food allergy, night sweats, insomnia, mood swings, headache, nausea, ovulation pain and vitamin d deficiency outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, anxiety, bladder disorder, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, food allergy, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, night sweats, nocturia, ovulation pain, palpitations, suicidal ideation, urinary tract disorder, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: in left ostia 3 remaining coils noted. Same procedure was carried out in right ostia and 2 remaining coils were counted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: bilateral micro-inserts in satisfactory position. Bilateral fallopian tubes occluded; on (B)(6) 2011: results: satisfactory, tubes - occluded. Pathology test: on (B)(6) 2017: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterine cervix: no histopathologic abnormalities. Endometrium: benign proliferative endometrium. Myometrium: no histopathologic abnormalities. Left tube: benign paratubal cyst. Right tube: no histopathologic abnormalities. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,anemia ,pain with intercourse ,bloating symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information updated event: nocturia were added. Event outcome : depression , anxiety , palpitation, dizziness, hair loss, abdominal pain, dysmenorrhea , nocturia, anemia , fatigue , migraine , dysfunctional bleeding. Were updated. Lab data , concomitant drugs were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.